Event description:
It was reported that the balloon ruptured. The 75% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending coronary artery. The 2.5 x 10mm wolverine coronary cutting balloon monorail was delivered after ivus was passed through to treat the lesion, but the balloon ruptured at 4atm during the first inflation. A non-bsc nc balloon was used, but the balloon ruptured at 4atm in the same way. Dilatation was successfully performed using a non-bsc device with pressure resistance and the procedure was successfully completed after a 2.5 x 32mm synergy was placed. No patient complications were reported.